Event description:
According to the info, the customer states when the catheter was removed, there was heavy bleeding. The catheter tip was cut off. The customer was taken to the ER.

Manufacturer narrative:
The return of the catheter has been requested. At this time, no response has been received. Without the benefit of examination, qa is precluded from commenting on the condition of the catheter or the cause for this occurrence. Should the catheter be received at a later date, qa wil file an addendum to this report if required. Review of the overall complaint history for this product shows that occurrences of this nature are rare. Qa has reviewed the process with final packaging to minimize the potential for recurrence.